Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported marker lumen blockage could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide device and the prostyle device referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two proglide and one prostyle using the pre-close technique via an 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, all three devices were successfully flushed; however, no blood came out of the marker lumen when inserted into the anatomy. The sutures of three new prostyle devices were successfully pre-placed. The sheath was upsized to an 16f and the tavr procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.